Manufacturer narrative:
Monitor sn (B)(4). Battery pack sn (B)(4): device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (inoperative response buttons) has been confirmed. Upon receipt, the front response button flex circuit connector was found to be damaged. The cause for the damaged flex connector was a defective capacitor (c9) on the computer analog board. The root cause for the defective capacitor cannot be positively determined but was likely a random component failure. Device eval of battery pack sn (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. Upon receipt the battery output voltage was measured at 3.2 v and the battery would not charge. The root cause for the battery's inability to charge cannot be positively identified. No adverse event resulted from the defective monitor or battery pack.

Event description:
The nurse of a (B)(6) old male pt called into zoll lifecor customer support to report that one of the pt's batteries was dead and his monitor was not working. The pt received a replacement monitor and battery pack.